Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the o.r. Surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. Additionally, the system video display recording revealed that horizontal eye movement occurred after the initial oct scan and arcuate incision fitting, whereupon the surgeon performed an oct re-scan. After the second oct scan, the oct sectional view of the arcuate incision clearly showed the incision intersecting the cornea posterior. The surgeon did not make any manual adjustments to correct for the improper fit of the accurate incision before proceeding with the laser treatment. The catalyst operators manual contains a warning which states "continuously verify that the eye has not moved with respect to its initial presentation at the time of fluid confirmation. If the eye moves during integral guidance, then press "rescan eye." If the eye moves during laser treatment, then terminate the laser treatment by immediately releasing the laser footswitch."

Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced an arcuate incision that fully perforated the cornea. No add'l complications and/or medical intervention were reported.